Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the cardia of the stomach during a gastroscopy procedure on (B)(6) 2026. During the procedure, the tip of the injection gold probe broke off. The detached tip reportedly did not enter the patient and was removed from the endoscope. The physician aborted the procedure, and it was not completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of distal tip detached.